Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.5mm x 16mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 16 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the proximal end of the stent strut was lifted up and the device could not be used. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.5mm x 16mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 16 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the proximal end of the stent strut was lifted up and the device could not be used. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 3.50mm stent delivery system was returned for analysis. The device was returned the stent expanded and detached from the balloon. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed; it appears as if pressure was applied as the balloon cones appeared relaxed and inflation media was present in the inflation lumen. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.5mm x 16mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 16 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the proximal end of the stent strut was lifted up and the device could not be used. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that there was an attempt to deploy the stent at the lesion site.